Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comment that the epg had a broken control knob assembly, the upper case was broken around the rate, atrial and ventricular encoders. Analysis also noted that the encoder assembly was contaminated (rust) on rate and menu control knobs were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob assembly. There was no patient involvement.